Manufacturer narrative:
Na

Event description:
It was reported that at the post operative follow-up, the lead threshold was greater than 7.5 v at 1.5 ms. The patient was 'not going well'. An echocardiogram revealed a cardiac perforation with a minimal hemopericardium. The lead was explanted and replaced with an epicardial lead. The patient was recovering.